Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, 2 devices were unable to fire. The handles could not be squeezed. A different device from competitor was used to resolve the issue in order to complete the case. There was no patient injury.